Event description:
It was reported that the fiber cap detached during the prostate procedure at 72,615 joules. It is unknown if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. The procedure was completed with a second fiber, which was reported under (MFR report number 2937094-2012-01044). No patient injury was reported as a result of this event.

Manufacturer narrative:
The manufacturer assigned model number 0010-2093 is designated for (B)(4) distribution. This report is being submitted as the model 0010-2093 is identical in design and manufacture to the commercially available model 0010-2090 angled delivery device, greenlight (B)(4).